Event description:
It was reported that the bronchofibervideoscope displayed a b30-scope communication error, as well as an e216 error during preparation for use. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. Other evaluation findings are as follows: there was no data transmission on the ID chip; the bending section cover glue was cracked; the forceps passage was leaking; the probe unit wire was found punctured internally; switches#1-4 were not working; the bending section and the scope connector were defective; the control body had a user bar code; the insulation value at the ultrasonic electrical connector was not within specification; and the upward/downward angulation was below specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. The root cause and occurrence cause of the scope communication error codes could not be identified based on the information obtained from investigation. Olympus will continue to monitor the field performance of this device.